Event description:
Philips received a complaint by the customer on the v60 indicating that touch panel is not operating. It was reported there was no patient involvement at the time the issue was discovered. There was no patient or user harmed. The customer reported that the touch panel was not operating, and power could no longer be turned off. A philips sales representative visited the site and confirmed that issue could not be duplicated. It was possible to operate and calibrate touchscreen. During device evaluation, the device was confirmed to be operating per specifications.

Manufacturer narrative:
Initial reporter name and address: (B)(6).